Event description:
This case was received from baxter (B)(4) reported by a hospital physician on (B)(6) 2012 regarding a ce infusor which reportedly delivered chemotherapy to a patient in 24 hours rather than the 5 days as it was programmed. The event occurred on (B)(6) 2012. The (B)(6) patient was receiving treatment for retroperitoneal liposarcoma with lung metastasis. The sample is available, but must remain available for (B)(4) competent authority until (B)(4) 2012 than can be released. The patient was hospitalized due to an increased level of creatinine. The infusor contained iphosphamide. It is unknown if other lab tests were performed. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). One sample was received containing fluid in the bladder. The sample was visually inspected for any signs of abnormality that could have contributed to the reported condition; and none were found. The fluid in the bladder was allowed to drain until emptied. Once emptied, 5ml of fluid was collected from the bladder. A functional flow test was conducted on the sample for 112 hours. At the end of the flow test period, the sample produced the following flow rate (ml/hr): calculated = 1.84, normalized = 1.88. The flow rate was found to be within the specification (1.80 - 2.20 ml/hr) of the product. Based on the functional flow test result, the reported problem could not be confirmed. A batch review has been conducted which revealed product met all of the acceptance criteria for release. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample has been requested for evaluation. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.